Event description:
No new information received from the customer.

Manufacturer narrative:
Updated: b5, g3, h2, h3, h6, h11 the device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal end of tip of the subject device looks like it became detached. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.